Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation. There was right atrial (ra) lead fracture, insulation damage and capture only when programmed in unipolar. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.